Event description:
This is an e and j product, not invacare. Our dealer is stating that the left hand legrest (B)(6) is not drilled in the correct location and is scraping on the chair when it is raised and lowered. [We are] waiting for blue prints to be provided from supplier. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).